Manufacturer narrative:
Per the customer, they were ordering part #(B)(4) as a substitute for the part #(B)(4). They were not used to the new part #(B)(4) and they were inserting with the stylet protruding. They have changed their methods when using this product and are having no issues with inserting the cannula.

Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass (cpb) procedure, the surgeons had a hard time inserting the cannula. The device was not changed out, as they have not had to change out any units and were able to use for the case. The surgical procedure was completed successfully, and there were no delays, no blood loss, or no adverse consequences to the pt.